Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was presented with preop diagnosis of lumbar degenerative disc disease in right l3-l4 far disc herniation with bilateral foraminal stenosis; l3-4 degenerative disc disease and spinal stenosis. The patient underwent the following procedures: l3-4 laminectomy and complete fasciectomy; harvesting of local morcellized autograft, l3-4 posterior nonsegmental instrumentation; l3-4 posterolateral fusion; l3-4 posterior interbody instrumentation; l3-4 posterior interbody fusion. Bilateral l3-4 screws were placed followed by posterolateral fusion. Morselized cancellous allograft was wrapped in rhbmp-2/acs soaked sponges and placed over the lamina spanning the l3-4 level as well as in the l3-4 facet joint to facilitate fusion. A peek cage was filled with morselized cancellous bone graft and the cage was carefully tapped into position. No patient complications were reported. (B)(6) 2008 : the patient presented reporting preop diagnosis of thoracic radiculopathy and underwent thoracic epidural steroid injection with catheter placement under fluoroscopic guidance. (B)(6) 2008: the patient presented reporting preop diagnosis of lumbar facet syndrome and underwent bilateral lumbar facet blocks l1-l2, l2-l3, l3-l4 bilaterally with fluoroscopic guidance. (B)(6) 2008: the patient presented reporting preop diagnosis of chronic thoracic radiculopathy and underwent thoracic epidural steroid injection with catheter placement under fluoroscopic guidance. (B)(6) 2008: the patient presented reporting preop diagnosis of chronic thoracic radiculopathy and underwent thoracic epidural steroid injection with catheter placement under fluoroscopic guidance. (B)(6) 2009: the patient presented reporting preop diagnosis of chronic lumbar radiculopathy, postlaminectomy syndrome of the lumbar spine. Patient underwent bilateral transforaminal epidural steroid injection l5-s1 under fluoroscopic guidance. (B)(6) 2009: the patient presented reporting preop diagnosis of thoracic radiculopathy, thoracic disc displacement without myelopathy and underwent thoracic discography at t4-5, t8-9 and t11-12. Impressions: t4- t5: positive concordance with upper back pain, level of 6/10. No annular tear, but severe degeneration was noted; t8-t9: positive concordance with mid to lower back pain at a pain level of 9/10; there was a positive annular tear noted at this level; tii-ti2: this was a nonconcordant level. (B)(6)2009: the patient presented reporting preop diagnosis of thoracic radiculopathy and underwent thoracic epidural steroid injection with catheter placement under fluoroscopic guidance. (B)(6) 2009: the patient presented reporting preop diagnosis of thoracic herniation, nucleus pulposus, and thoracic radiculopathy and underwent thoracic epidural steroid injection with catheter placement under fluoroscopic guidance. (B)(6) 2009: the patient presented reporting preop diagnosis of thoracic radiculopathy; thoracic herniated disc; multiple levels and underwent bilateral transforaminal t5 and t8 epidural steroid injections under fluoroscopic guidance. (B)(6) 2009: the patient presented reporting preop diagnosis of cervical radiculopathy and underwent cervical epidural steroid injection c7-t1 left paramedian approach under fluoroscopic guidance. Patient was given roxicodone 15 mg, 300 tablets, 2 tablets 5 times a day for pain. (B)(6) 2010: the patient presented reporting preop diagnosis of lumbar facet syndrome and underwent right-sided lumbar facet blocks l3-4 and l4-5 under fluoroscopic guidance. (B)(6) 2010: the patient presented reporting preop diagnosis of cervical facet syndrome. The patient underwent bilateral cervical medial branch blocks covering the facet levels of c3-4, c4-5, c5-6; and medial branches from c2 through c7. (B)(6) 2011: the patient presented reporting preop diagnosis of chronic thoracic radiculopathy. The patient underwent thoracic epidural steroid injection with catheter technique under fluoroscopic guidance. (B)(6) 2012: the patient presented reporting preop diagnosis of chronic thoracic radiculopathy, degerative disc disease of the thoracic spine. The patient underwent bilateral transforaminal thoracic epidural steroid injections performed at t5 and t9 under fluoroscopic guidance. 13-march-2014: the patient presented reporting hip pain, back pain, headache, shoulder pain, neck pain, flank pain. Current medications: oxycodone hc1 oral tablet 30 mg. Assessment: bulging cervical intervertebral disc, bulging lumbar intervertebral disc, cervical spondylosis, cervicalgia, degeneration cervical intervertebral disc, headache syndromes, intervertebral lumbar disc degeneration, lumbosacral spondylosis without myelopathy, muscle spasm, lumbar, thoracic spondylosis, generalized pain. (B)(6) 2014 : the patient presented reporting hip pain, back pain, headache, shoulder pain, neck pain, and low back pain. Current medications: oxycodone hc1 oral tablet 30 mg, soma oral tablet, androderm transdermal patch, opana oral tablet extended release 12 hour 40 mg. Assessment: generalized pain, cervical disc degeneration, lumbar disc degeneration, lumbar postlaminectomy syndrome, bulging cervical disc, bulging lumbar disc, cervical spondylosis, thoracic spondylosis, lumbar spondylosis, headache syndromes, cervicalgia, muscle spasm. (B)(6) 2013: the patient presented reporting back pain, low back pain. No change in medication. Assessment: thoracic spondylosis, post laminectomy syndrome lumbar spine. (B)(6) 2013: the patient presented reporting knee pain, hip pain, back pain, joint pain, leg pain, neck pain, low back pain. No change in medication. Assessment: thoracic spondylosis, post laminectomy syndrome lumbar spine (B)(6) 2013: the patient presented reporting back pain, low back pain. Current medications: oxycodone hc1 oral tablet 30 mg, soma oral tablet, androderm transdermal patch, opana oral tablet extended release 12 hour 40 mg. Assessment: lumbar postlaminectomy syndrome, thoracic spondylosis, pain in thoracic spine. (B)(6) 2013: the patient presented reporting with hip pain, back pain, joint pain, headache, leg pain, shoulder pain, neck pain, nerve pain. Current medications: oxycodone hc1 tablet 30 mg, soma oral tablet 350 mg, androderm transdermal patch 24 hour 4 mg/24 hour, opana ER oral tablet extended release 12 hour 40 mg. Assessment: thoracic spine pain, lumbar postlaminectomy syndrome, lumbar radiculopathy (B)(6) 2013: the patient presented reporting with back and mid-back pain. Current medications: oxycodone hk1 oral tablet 30mg, soma oral tablet 350 mg, androderm transdermal patch 24 hour 4 mg/24 hr. Assessment: lumbago, lumbar radiculopathy (B)(6) 2013: the patient presented reporting back pain, mid and lower back pain. No change in medication. Assessment: lumbago, lumbar radiculopathy.